Manufacturer narrative:
The returned ICD was first interrogated. Device status was eri, 253 charging procedures had been recorded. The contents of the ICD memory were checked; interference in the right ventricular channel was apparent in all available iegms. Device sensing capabilities were then checked and no noise was found. The ICD recorded the provided signal without any interference. The therapy capabilities of the ics were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was also regular. The ICD had been implanted for 74 months and 253 charging procedures were documented. The charge from the battery was checked. The battery depletion was as expected. The ICD production documents were checked. All production steps were correctly executed. There is no indication of a materials or production defect.

Event description:
Ous MDR - after an implantation period of approximately 74 months oversensing was reported. The lead and the ICD were explanted then. No adverse patient effects were reported.